Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. A bad door switch was replaced. The system passed system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was giving a door open message as soon as it was undocked and it was noted that the gantry appeared closed. The message remained even after the door had been opened and closed. It was noted that the system had been rebooted twice with no resolution. The site tried squeezing the gantry around the door opening junction to see if the sensors engaged, but the open message still remained. There was no patient involvement.